Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2009 and performed to specification, alongside random manual power ons, up to the 24th february 2013. The device records multiple self-test fails due to a low battery between march 2013 and the 23rd september 2013. An increased in voltage would suggest a further pad-pak was installed on this date, the device passed a self-test. Multiple manual power ups mainly of 10 minutes duration were observed in the device memory between the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.